Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per invacare associate the charger is not inhibiting the chair from moving while charging.